Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer that the customer received multiple occlusion alarms. The infusion set was changed multiple times; however, the bg level did not lower. Ketones were present and a healthcare provider reported that the ketones were considered as being dangerous. The blood glucose (bg) was 200-280 mg/dl. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with a saline/insulin drip and sodium bocarbonate. At the time of the report, the customer had not yet been discharged. Although multiple attempts were made for the discharge date, the customer did not reply to the request.